Event description:
It was reported that shaft break occurred. When a 3.50 x 12mm synergy megatron drug-eluting stent was taken out of the plastic package, it was noted that the catheter broke off. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. When a 3.50 x 12mm synergy megatron drug-eluting stent was taken out of the plastic package, it was noted that the catheter broke off. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the catheter shaft broke off near the distal strain relief.